Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a strong vibration fluttering on the incision area of the implant since the week prior to the report. On (B)(6) 2017, it was reported that the patient felt like they were regressing, starting in 2017. They increased to 0.8 volts (v)and felt stimulation right under the implant, which was especially noticeable after a workout. They spoke to a healthcare professional (hcp) who suggested that the patient switch programs. On program 1 at 0.8 v they felt stimulation in the leg, noting that they also felt stimulation like mad during cold weather, yoga class, or during a run, walk, or hike. On program 2 at 0.5 v, they felt stimulation right above the rectal opening. On program 3, they felt stimulation right above the rectal opening, but it dominated in the right buttcheek. On program 4, the stimulation was on the right-hand side, but was much closer to the crotch area. They thought 1.3 was a little high, so they decreased to 1.1 v. They were going to see if program 4 was going to work, or not, and had an appointment set with their hcp for the week following the report. It was noted that they felt stimulation sensation at the implant site. There were no further complications reported or anticipated.